Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with near syncope and dizziness . It was also reported that the patient thought the device was not working properly. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.